Event description:
The customer questioned pt results generated on the cell-dyn 3200 analyzer. The questioned results were generated after a calibration procedure was performed and the rbc factor adjusted. This report documents pt one of three. The following results were generated: rbc 2008 before calibration: 2.78 m/ul, same day after calibration: 3.50 m/ul. Hgb same day before calibration: 10.9 g/dl, on the same day after calibration: 10.9 g/dl. Hct the same day before calibration: 25.8%, the same day after calibration: 32.3%. Mcv same day before calibration: 92.8 fl, the same day after calibration: 92.2 fl. Mch on the same day before calibration: 39.2 pg, same day after calibration: 31.0 pg. Mchc same day before calibration: 42.3 g/dl, the same day after calibration: 33.6 g/dl. The questioned results were not reported to the physician, and there was no impact to pt management.

Manufacturer narrative:
This is an initital report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Review of manufacturing records and complaint information for lot 3140; no failure detected for the rbc parameter. The customer reported that patient's rbc values were low after calibrating with cell-dyn 22 calibrator (lot 3140). The issue was resolved by using the cell-dyn hemcal plus calibrator (lot 8154). An investigation was conducted by reviewing the reference laboratory quality control data, the batch production records, the stability data, and tracking and trending data. Review of the reference laboratory quality control data on the cell-dyn 3200 instruments for lot cd3140 (print date: 7/7/2008) found rbc means fall within the published assay ranges. Review of the domestic and international complaints for 2007 through 2008, found no adverse trend on list base 3000 calibrator (which includes list number) for the complaint issue. A review of the manufacturing records for lot 3140 found no issues related to the customer's complaint. A review of 2007 stability data summary (open container & product shelf life) for cell-dyn 22 calibrator (run on cell-dyn ruby) found the calibrator passed all the test points. Note: cell-dyn 3200 and cell-dyn ruby are considered equivalent platforms. Based on the investigation of this complaint, no product deficiency was identified for cell-dyn 22 calibrator lot 3140 for the complaint issue on the rbc parameter. Although a specific reason could not be identified for the customer's observation, it should be noted that shipping, storage and handling could play a role in the performance of this material. This is the final report.